Manufacturer narrative:
(B)(4).

Event description:
The customer initially complained of quality controls (qc) running lower than expected on a cobas 6000 c (501) module. Upon follow-up, the customer stated that doctors had called indicating ise indirect k for gen.2 (k) patient results were higher than expected. The customer repeated 14 patient samples tested for k from the last time qc was acceptable on a different c 501 module. Based on the information provided, the results for 12 patient samples were erroneous and reported outside of the laboratory. Patient ID (B)(6) had an initial k result of 5.8 mmol/l. The repeat result was 4.3 mmol/l. Patient ID (B)(6) had an initial k result of 5.7 mmol/l. The repeat result was 4.3 mmol/l. Patient ID (B)(6) had an initial k result of 6.0 mmol/l. The repeat result was 4.5 mmol/l. This patient was redrawn when the initial k result was suspected of being erroneous. Patient ID (B)(6) had an initial k result of 5.2 mmol/l. The repeat result was 3.8 mmol/l. Patient ID (B)(6) had an initial k result of 4.5 mmol/l. The repeat result was 3.7 mmol/l. Patient ID (B)(6) had an initial k result of 5.9 mmol/l. The repeat result was 4.7 mmol/l. Patient ID (B)(6) had an initial k result of 4.7 mmol/l. The repeat result was 3.5 mmol/l. This patient was treated with unspecified IV fluids based on the result of 4.7 mmol/l. No adverse event occurred due to this treatment. Patient ID (B)(6) had an initial k result of 5.5 mmol/l. The repeat result was 4.1 mmol/l. Patient ID (B)(6) had an initial k result of 5.8 mmol/l. The repeat result was 4.6 mmol/l. Patient ID (B)(6) had an initial k result of 5.9 mmol/l. The repeat result was 4.4 mmol/l. Patient ID (B)(6) had an initial k result of 5.2 mmol/l. The repeat result was 4.5 mmol/l. Patient ID (B)(6) had an initial k result of 4.8 mmol/l. The repeat result was 3.4 mmol/l. The customer ran precinorm universal controls (pcu) as a patient sample to confirm that k results were running higher. The expected result was 3.6 mmol/l and the customer received a result of 5.4 mmol/l. The customer does not suspect any issues with sodium or chloride results. No adverse event has been reported for any patient. The k electrode lot number and expiration date were not provided. The measuring electrodes were replaced on (B)(6) 2016. The customer changes these monthly. The instrument was installed in (B)(6) 2016 and the reference electrode has not been replaced. The field service engineer (fse) visited the customer site and identified a burr on the end of the sipper nozzle. The sipper nozzle was replaced. Ise reagents were also replaced with new. The fse performed comparison and precision testing with acceptable results. The customer ran successful calibration and qc. Based on the data provided for investigation, the most probable root cause of the issue was contamination of the diluent reagent by potassium ions. It is likely this occurred during an exchange of the bottles. The results from the calibration monitor provided for investigation indicate good performance of the ise unit and suggest an issue related to contaminated ise diluent. The replacement of the contaminated system reagents by the fse solved the issue.